Event description:
Additional information received advised that the patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored post procedure.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2019-03072; reference MFR. Report#: 1627487-2019-03073; reference MFR. Report#: 1627487-2019-03075.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2019-03072. Reference MFR. Report#: 1627487-2019-03073. Reference MFR. Report#: 1627487-2019-03075. It was reported the patient experienced ineffective stimulation due to lead migration. In turn, surgical intervention may occur later to address the issue.